Event description:
It was reported that the customer received an occlusion . Reportedly, the customer's blood glucose level was impacted (530 mg/dl). The customer delivered a correction bolus and changed out the cartridge and infusion set.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.